Manufacturer narrative:
Based on the provided data, the investigation determined the low calibration signals were the most likely reason for the discrepant patient results. A general issue with folate reagent lot 171579 can be excluded as calibration with a new reagent kit generated the correct signal level. It was noted the qc lot in use at the time of the event was expired. This control was therefore not suitable for validation of runs and release patient results. No serious adverse event was reported.

Manufacturer narrative:
Additional information was received documenting the repeat testing was performed on (B)(4) 2013. The customer stated it was unknown if the physician reported a false diagnosis as a consequence of the result. Amended reports were sent the following day and no adverse event were reported.

Event description:
The customer received questionable low folate results for 53 patient samples. Of the data provided, only the results for 28 patient samples were discrepant. All of the initial results were reported outside the laboratory. None of the patients were adversely affected. The folate reagent lot number was 171579. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).